Event description:
The patient was undergoing a rotator cuff repair. The surgeon attempted to use a biocomposite screw. As he was attempting to insert it into the bone, the screw unexpectedly broke into two pieces. The surgeon was able to retrieve all of the pieces and attempted to use another screw from the same lot. This screw also broke. Again, all pieces were obtained. A third screw from the same lot was utilized and had no problems. The surgeon does not know why this event occurred. He is experienced with this equipment and does not believe it was use related. The broken edge of the screw is jagged on both devices. There were no visual defects to either device and the surgeon said that both were easy to use. The packaging and devices that broke were saved and returned to the manufacturer via mail. The surgeon noted that the patient had a rotator cuff repair on the same side 8 years ago and believes that this may have been a contributing factor to this event.======================manufacturer response for suture anchor, biocomposite corkscrew (per site reporter).======================equipment distribution office notified the manufacturer and arranged return of the device via mail. We have not received a response from the manufacturer as of this date.